Event description:
It was reported that cadd cassette reservoir - pump doesn't recognize the cassette. No patient injury reported.

Manufacturer narrative:
Additional information was received indicating that the pump came back without the cassette. We checked the pump and the same error occurred. After removing the flow stop the problem no longer occurred. Apparently, the flow stop spring pushes the cassette too far away from the pump.